Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found that the siderail latch and pin were rusted which prevented the siderail from latching. The account declined repairs due to a patient occupying the bed and will contact hill-rom when the bed is available.